Manufacturer narrative:
At this time, the suspect device has not been returned for investigation. However, vyaire medical received device screen shots shows alarm 401 - inspiration valve or device leaky is active. No exact root cause has been determined at this time . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 giving high blower temperature alarm. After the technician replaced the unit with another bellavista1000 unit, alarm 401 - "inspiration valve or device leaky" triggered while on a patient. Furthermore, the patient was transferred to an alternative ventilation and no harm associated with this event